Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient was successfully implanted with a 27mm watchman closure device. No recaptures were required, and position, anchor, size and seal (pass) criteria was met. After release, during a routine sweep of pericardium on transesophageal echocardiography (tee), the patient was found to have an effusion around the left and right ventricles. The patients blood pressure dropped slightly, and the physician completed a pericardial tap to drain the fluid to treat the effusion. Approximately 875cc of red fluid was drained and 500cc of blood was transfused to the patient. The patient remained stable and was kept overnight for observation and then discharged home. No further patient complications were reported.

Manufacturer narrative:
H6: impact code f19 added per surpass data. H6: patient code e0605 added per surpass data.

Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The patient was successfully implanted with a 27mm watchman closure device. No recaptures were required, and position, anchor, size and seal (pass) criteria was met. After release, during a routine sweep of pericardium on transesophageal echocardiography (tee), the patient was found to have an effusion around the left and right ventricles. The patients' blood pressure dropped slightly, and the physician completed a pericardial tap to drain the fluid to treat the effusion. Approximately 875cc of red fluid was drained and 500cc of blood was transfused to the patient. The patient remained stable and was kept overnight for observation and then discharged home. No further patient complications were reported. It was further reported that cardiac tamponade and surgery occurred.